Manufacturer narrative:
The control iq pump user guide states: "do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you." The control iq pump user guide states: "the cartridge is replaced every 48-72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (40 mg/dl). Customer suspected that pump settings may not be set correctly as he did not train prior to initiating pump settings. Customer also reported using cartridges 5-6 days. Tandem technical support educated customer that cartridges are labeled for use 2-3 days. Customer acknowledged and declined further follow up from tandem technical support.